Manufacturer narrative:
(B)(4)

Event description:
It was reported that during planned device replacement, an alert for high voltage lead impedance was observed and the lead was capped and replaced. There were no reported adverse consequences for the patient.